Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On the day after the sensor was inserted, the skin reaction had itching, redness, pimples, dry skin and scarring under the entire patch area. He cleaned the area with alcohol and used an unspecified prescription topical cream or ointment. No additional event or patient information is available.